Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became shattered while the customer was sleeping. Subsequently the touchscreen became unresponsive. In addition, it was reported that the wake button was difficult to press. Reportedly, the customer had to press the wake button multiple time in order for the touchscreen to respond. Customer¿s blood glucose was 153 mg/dl. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged cracked touchscreen issue was verified; however, the reported unresponsive touchscreen and wake button issue was unable to be verified.